Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic total gastrectomy procedure. For the fifth firing, at the anastomosis of the esophagus and jejunum, fully closed the jaws of the reload. However, the green buttons did not illuminate. Replaced by a new reload and the firing was completed with no problem. There was no patient harm. The status of the patient is reported as no problem.